Event description:
Foreign rep reported that pt's pump had "stalled and the device has not yet been explanted." No details of the event were provided. Additional details were requested. Reporter stated that device would be returned for analysis upon explant.